Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime, compromised forced sensor system and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
It was reported that the insulin pump had motor error during bolus. The customer¿s blood glucose level was 280 mg/dl at the time of the incident. Customer stated they cleared the alarm. The insulin pump will be returned for analysis.